Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the low blood glucose could not be verified.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Low bg cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy.